Event description:
It was reported that the ilet displayed a prompt to connect cgm or enter bg, dosing stopped, and the dexcom g7 sensor was connected to the dexcom app but not to the ilet until the caregiver entered the correct sensor pairing code, after which the ilet began displaying glucose with a reading of 369 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of the information provided, which guided troubleshooting and education. Investigation of this case revealed a usage problem due to improper procedure and failure to follow instructions for sensor pairing, with no device problem found and no applicable device component failure. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error.